Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor was misaligned with stylus contact, on the programmer's display. It was noted that the programmer had recently been serviced for the same issue and returned with the issue unresolved. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's stylus did not align with the display cursor. It was indicated that the computing platform was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.